Event description:
It was reported that "pieces of the filter" were observed in the deaeration chamber of a prismaflex m150 set during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed the presence of clots and fibrin inside the set deaeration chamber during therapy. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the flow path coagulation was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.